Event description:
The lead became dislodged some time after the original implant and the patient decided not to have it revised. The lead tip rests inferior in the atrium, most likely just superior of the tricuspid valve. At this most recent battery change, the patient declined revision of the lead and opted simply for a battery change. The lead does not capture at high output, thus the device was programmed vvi. The lead remains implanted and is plugged into the new generator.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.